Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon had different handle feel when grasping the stapler at that time. Only this one staple was poor formation but the others (all were blue staples) were not. They used different reload to complete the case. Minor bleeding was noted at the distal end. No patient injury.